Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported inconsistent results of one patient sample with seraclone anti-s. The customer did return the supposedly defective product and three aliquots blood sample from the patient. Testing in our quality control laboratory is still ongoing. One aliquot of the patient sample was sent to an external laboratory for molecular typing of the s (mns4) antigen. We are still waiting for the result. An internal deviation has been initiated because of late reporting to the authorities.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported inconsistent results of one patient sample with seraclone anti-s. The customer stated that the s (mns3) as well as the s (mns4) antigens could not be determined properly. The customer did return the supposedly defective product and three aliquots blood sample from the patient for investigational testing. The vial of seraclone anti-s returned by customer was tested in parallel with our quality control laboratory's retained material for potency and specificity. Both samples showed a comparable reaction. We did not observe any false negative reaction. The patient sample was tested with the seraclone anti-s sample returned by the customer and also with the qc laboratory's retained seraclone anti-s sample. They all yielded a negative reaction. The patient sample was sent to an external laboratory for the molecular genetic investigation of the ss antigen. The result of this typing is (s+s-), but with presence of a hybrid gen gyp b - gy a (2) -gyp b. Additionally a point mutation on exon 3 was determined. Both, the hybrid gen and the point mutation might cause a change of protein respectively antigen structure or even a non expression of the protein. Thus a only weak or even non-binding of anti-s and anti-s reagent to the surface of the red blood cell may occur. This could be an explanation for the inconsistent serological findings respectively the negative reactions. Testing by our quality control laboratory confirmed that the allegedly defective lot of seraclone anti-s functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.